Event description:
It was reported occlusion alarms occurred. The customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) of 590 mg/dl with ketones that were not dangerous. The customer attempted to treat the elevated bg with a supply change but was treated in the hospital with intravenous fluids of saline and insulin. The customer was released from the hospital with no permanent damage on 09/09/25. Reportedly, the customer uses pump supplies over 48 hours with humalog insulin, tandem technical support educated the customer this is off label use.